Manufacturer narrative:
Occupation: clinical risk management coordinator. G5- PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an air leak was observed from the chest tube of a wayne pneumothorax tray. The obturator was not removed from the catheter. The patient presented to the emergency room experiencing chest pain and shortness of breath after physical activity. A chest x-ray confirmed that the patient had large, left-sided pneumonia, resulting in the placement of a chest tube. Afterwards, another chest x-ray showed re-expansion of the left lung. Early the following morning, a large constant air leak was noticed coming from the chest tube. It was then discovered that the tubing from the suction had become disconnected. It was reported that "the suction had been connected to an internal stiffener stylet inside the chest tube which has slid out leaving the circuit disconnected and chest tube at left chest wall to air". This was discovered when the stylet was found to laying in the patient's bed. The stylet was then discarded and the suction was reattached, which decreased the air leak. Following, a chest x-ray showed "right hand interval increase in small left apical pneumothorax". The patient later had surgery for "bilateral vats, bleb resection, pleurectomy, and pleurodesis". The patient's treatment was described to be ongoing. It was reported that "the design of the chest tube that allows the stylet to be forced into the chest tube which allows the stylet to be able to be screwed to/leur locked onto the chest tube itself" could leave risk for error when inserting the chest tube "leading to large leaks and ineffectiveness/malfunction of the chest tube if the stylet was attached and left in the chest tube" during the process of insertion. Additional information regarding the patient, event, and device has been requested but is unavailable at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 11feb2020, that the patient had a consistent large air leak that the providers were trying to manage. The trocar/guide was then discovered in the patient's bed after it had fallen out, which explained the large air leak experienced by the patient. The patient went to surgery at a later time. The additional procedure was not related to the air leak, but rather to an underlying condition. The customer noted that the main issue is with the design of the device and the ability to screw the trocar/guide into the chest tube. The lot information remains unknown.

Event description:
No additional information regarding patient/event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: it was reported to cook that a wayne pneumothorax tray, rpn: c-utpty-1400-wayne-112497-imh, had a large, constant air leak from the chest tube. It was discovered that the tubing from the suction had discontinued as the suction was connected to internal stiffener/stylet which slid out, leaving the circuit disconnected. The stiffener/stylet was discarded and the suction was reattached, decreasing the air leak. This incident was reported by (B)(6) on (B)(6) 2020. The patient reportedly experienced adverse effects as a result of this incident. The patient also went to surgery later due to an underlying condition unrelated to the complaint device. A review of documentation including the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history files found that the product is both safe and effective for its intended use. A review of the DHR for the complaint device lot could not be completed due to a lack of lot information from the user facility. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. Additionally, there is no evidence suggesting the product was manufactured out of specification. A review of the design history file found that risks associated with these devices are acceptable when weighed against the benefits. Cook also reviewed product labeling. The product IFU, c_t_waynemod_rev5 ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿7. Attach plastic three-way stopcock to catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first make begins 5 cm from the last side hole. 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction.¿ based on the information provided, no product returned, and the results of the investigation, a root cause was determined as failure to follow instructions. The IFU warns, ¿remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.